Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo and hbsag ii assays performed within their respective specifications. The investigation identified that the observed unspecific reactivity was likely due to sample-specific interferences. These interferences are statistically expected within the specificity claims of the assays and may result in unspecific results in both assays for the same sample. Additionally, the invalid results observed in the hbsag ii confirmatory assay further support the presence of sample-specific interferences. No further investigation was requested by the customer, and the reagents were confirmed to be performing as intended. The device remains in operation at the customer site.

Event description:
The initial reporter alleged false positive results for the hbsag g2 elecsys e2g 300 v2 assay and the elecsys hiv duo assay on the cobas e 801 module. The false positive results were observed for the same samples. The customer noted that the unspecific reactivity occurred in both assays simultaneously. Additional testing included polymerase chain reaction (pcr) analysis and confirmatory testing. Some of the unspecific hbsag g2 results also yielded invalid results in the hbsag ii confirmatory assay. The described results were observed for single samples tested between march 2021 and february 2023.